Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the calcified and 90% stenotic mid right coronary artery. The physician advanced the 2.5x20mm maverick2 balloon to the lesion and inflated it to 4 atms on the first inflation and it ruptured. There were no pt complications. The procedure was successfully completed with a different device. Pt status is reported as "good."

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending,and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.